Event description:
In 2002, report received from customer involving one incident in which chemo leaked during prime of tubing. Follow up with customer revealed that chemo medication primed was reported to be "rituxin." The priming was reported to have occurred in the nurses' station med room. Nurse in incident was reported to be wearing protective gear, so there was no reported injury. Subsequent report of chemo leaking was reported by customer in 09/02, involving chemo drug, "carboplatin." This leak was noted during prime by a nurse in the nurses' med station med area. The nurse in this incident was also reported to be wearing protective gear and was not reported to have any injury.